Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure for hemostasis of an actively bleeding duodenal ulcer. According to the complainant, an actively bleeding duodenal ulcer was found during a gastroscopy procedure. Ephirephrine was injected, and then an attempt was made to cauterize. However, the injection gold probe would not cauterize. The generator was checked, but the probe would still not cauterize. The probe was removed and the tip was noted to be detached and left in the patient. A second injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure for hemostasis of an actively bleeding duodenal ulcer. According to the complainant, an actively bleeding duodenal ulcer was found during a gastroscopy procedure. Ephirephrine was injected, and then an attempt was made to cauterize. However, the injection gold probe would not cauterize. The generator was checked, but the probe would still not cauterize. The probe was removed and the tip was noted to be detached and left in the patient. A second injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported event: system fails to deliver energy. (B)(4) relates to (B)(4) for the reported event of the tip detaching. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned injection gold probe was evaluated; the reported defects were confirmed. A fracture was found in the ceramic tip, and only the proximal part of the ceramic tip is still attached to the catheter. As a result of this condition, the device can not be used for cautery. The fracture occurred due to side impact forces, such a bending. The root cause of this defect is considered operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.